Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the ring that goes around the reservoir is popping off. Last blood glucose value is 73 mg/dl. Customer stated that the reservoir compartment is cracked. Customer is unsure of how the damage occurred. Nothing further reported.